Manufacturer narrative:
(B)(4). Date sent: 9/1/2023. Upon review of the event description provided, it was concluded that this event does not meet the FDA defined criteria for a malfunction and is being considered not reportable. H1 and h6.

Manufacturer narrative:
(B)(4). Date sent: 8/16/2023. D4: batch # 376c30. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ats45 device was received with no apparent damage and with a 6r45b reload loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut without any difficulties. The staple line and the cut line were complete and the staples meet the staple form release criteria.  Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: if a reload is not loaded, or is improperly loaded in the reload jaw, the anvil jaw will not close. If high resistance is felt when squeezing the closing trigger, check to ensure that the reload is present and the reload alignment tab is seated in the reload alignment notch. Ensure that the tissue lies flat and is positioned properly between the jaws. Any ¿bunching¿ of tissue along the reload, particularly in the crotch of the jaws, may result in an incomplete staple line. The event could not be confirmed as the device performed without any difficulties noted during the functional testing, the device opened and closed without any difficulties noted. Device history review: a manufacturing record evaluation was performed for the finished device batch number 376c30, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during an unknown procedure when the surgeon fired the device, the staples deployed but the knife blade got jammed on the way back. The knife did not cut the tissue, and they used an ancillary device to cut between the staple lines. The staple lines looked okay according to the scrub tech. The surgeon had to force the device open to get it off the tissue and removed from the patient. The patient is okay.

Manufacturer narrative:
(B)(6). Date sent: 7/14/2023. D4: batch # unk. Investigation summary this is an analysis of a photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo shows a device from the jaws area with a white reload loaded and it can be seen partially fired 1/3. In addition, the jaws were observed in the open position. Also, the condition of the reload indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Based on the photo the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number a9cu09, and no non-conformances were identified.